Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when attempting to press end session post implantable device interrogation the mobile programmer application fr oze. It was noted that there was confidence that all of the information from the session had been obtained. It was further noted that the issue did not reoccur in any of the subsequent interrogations. The mobile programmer application remains in use. No patient co mplications have been reported as a result of this event.